Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of external ram crc error, unexpected restart alarm, motor error alarm and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 419 mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was no motor position encoder error in the alarm history. The customer performed the displacement test and it passed. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer was advised to monitor the pump and call back if issues recur.